Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the distal end of the subcutaneous fascia device. We learned that the main shaft is bent which supports damage is most likely due to stress overload.

Event description:
Allegedly, the doctor was performing an umbilical hernia repair and during the procedure one jaw broke off into the patient. The doctor took an x-ray and the jaw was found in subcutaneous/muscle layer and it was removed. The procedure was completed with no patient injury.